Event description:
It was reported that the patient was unable to set the ipg into MRI mode due to low impedances on one of the terminal ends of the lead. Troubleshooting was unable to resolve the issue. Xray showed possible misalignment of the terminal end into the ipg header. As such, surgical intervention took place on (B)(6) 2021 wherein the lead terminal end with low impedance was disconnected from the ipg header, terminal ends cleaned and reinserted to the ipg header resolving the issue. Reportedly, therapy was confirmed post op and the ipg is able to be set into MRI mode.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number : 1627487-2021-18945. It was reported that the patient was unable to set the ipg into MRI mode due to low impedances. Imaging showed misalignment of the lead. As such, surgical intervention may take place at a later date to address the issue.